Event description:
The pt was having a mole removed from her lower abdomen. The pt was apprehensive to undergo the procedure. The pt's mother was providing support and placed her arm around the pt's neck. The mother was seated in a metal chair to the side of the pt. When the physician activated the hyfrecator, the mother and child both felt a shock. The pt developed a red patch on her neck where the mother's hand had been. The mother received a blister on her thumb. The biomed evaluated the hyfrecator and found nothing wrong with the device. The biomed reported that he felt that it was a procedural mishap and not a mechanical problem with the unit. The biomed stated the hyfrecator did not need to be sent to conmed for eval.

Manufacturer narrative:
The hyfrecator operator manual states the following: monoterminal shock: in all electrical devices where a current is emitted from the instrument, the current must have a return path. The return path for monoterminal applications is through the pt's body, to the ground and back to the instrument. In this mode, if any portion of the pt's body comes in contact with a grounded metal object, such as a chair or metal rail, the current will take the path of least resistance and a slight shock may be felt. To minimize the possibility of shocking during monoterminal applications: do not let your pt come in contact with any grounded metal objects. Position the electrode on or close to the pt before activating the output. For procedures using the dispersive plate, do not allow the pt to break contact with the dispersive plate when the unit is activated. If the physician or nurse must touch the pt, place hand on the pt before activating the hyfrecator 2000. Do not break contact during activation. To lessen the possibility of a shock, wear gloves at all times and continue to avoid contact with grounded metal objects.